Event description:
It was reported that the pump alarmed "no disposable detected" after connecting cassette to pump. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Operator of device is patient/consumer.

Manufacturer narrative:
The model number was not documented, in the initial report. The device manufacturer date was not documented, in the initial report. The report source is a foreign distributor.